Event description:
On 01/may/2024 this peritoneal dialysis (pd) patient contacted fresenius technical support for drain complications encountered during treatment on the liberty select cycler. The patient reported having peritonitis two weeks prior. Attempts to obtain additional information were unsuccessful.